Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Initial reporter name and address: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a procedure. The event date was not reported. It was reported that they have a problem deploying the stent and that the guide catheter was stretched until it became broken. There were no information available to the procedure outcome. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a procedure. The event date was not reported. It was reported that they have a problem deploying the stent and that the guide catheter was stretched until it became broken. There were no information available to the procedure outcome. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Correction/additional information december 29, 2021. This report is a duplicate of a previously-reported event under MFR report number 3005099803-2021-04394.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: initial reporter state: (B)(6). Block h6: medical device code a0401 captures the reportable event of guide catheter broken. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11: correction: additional information was received on december 29, 2021 indicating that the event reported under this report is a duplicate of a previously-reported event under MFR report number 3005099803-2021-04394.